Event description:
Defective powerboard. Device history record was reviewed, no event linked to the reported issue was observed. Several errors 16, 17, 21 and 99 were found during the device log review which are all linked to battery issue. The reported event is therefore confirmed. The device was firstly received at infusystem and its repair was performed by their technical team. The device could not be turned on due to a battery issue event after charging overnight. The identified cause was a defective power supply board. This part was replaced as well as the battery. Quality control was performed and the device worked as expected. The power supply board was then sent to us for investigation but not the replaced battery. Tests were carried out and found the power supply board functional. The reported event could not be reproduced. Note 1 : the reported error ""battery disconnected"" (error 16 - 17 - 19) can be triggered by two main causes : battery wire disconnected or in bad contact and non soldered battery connector. This does not necessarily imply a defective power supply board issue. Unfortunately as we did not received the battery, we cannot confirm the cause of the reported failure. Note 2 : the error 99 (watchdog) has been triggered by the several errors that occured.

Event description:
Defective powerboard.